Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly (posterior surface up) in a lens case inside the lens carton. Viscoelastic was dried on both sides of the lens. The optic was pressed against and between three posts of the lens case. One haptic was broken in the gusset area in multiple places with only one broken piece of the haptic returned. The lens was removed from the lens case and cleaned with klrp for further evaluation. The posterior optic surface has a long scuff mark and a thin scrape mark near a small, cracked area. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. An unspecified cartridge was used. It is unknown if a qualified cartridge was used. A non-qualified viscoelastic was used. The reported cracked damage was observed. Additional lens damage was also observed. The root cause may be related to a failure to follow the instructions for use (IFU). An unspecified cartridge was used with a viscoelastic that is not qualified for use with any company lens/cartridge combinations. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, two lenses attempted to be inserted, both were cracked. There was patient contact reported however no impact to the patient. The procedure was completed on the same day however the patient was left aphakic, as neither lens was suitable to be inserted. The patient was planned to be brought back at a later date for lens insertion. Additional information has been requested.